Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "left side pain/hurt/more pain"; ¿deflation and on top hollowed out and does not feel like the right side¿ device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease and wear abrasion. A leak test and microscopic analysis were performed which identified a sharp opening on the valve bond edge, and <75% partial separation/delamination, and white particles on the inner shell. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge assessed as an unidentified tear opening, and partial delamination of the valve due to adhesive failure.